Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard was raised and blocking the flow, as well as a tear/cut in needle chamber silicone housing. A review of manufacturing records was performed and found the device conformed to specification when released to stock. The root cause for the raised needle guard could be due to handling. As noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. The cut/tear in the silicone housing is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear cut resistance. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted via vp on (B)(6) 2018. The initial setting was 5. Then in (B)(6) 2019, ventricular enlargement was confirmed and the setting was changed. However the size of the ventricular did not change and the x ray image(s) confirmed that the cerebrospinal fluid was accumulated around the valve. Therefore a revision surgery was performed. The surgeon requested an investigation for the causes of split reservoir and obstruction of the valve. Punctuations were made twice with the 27g needle before, and there was no issue confirmed at the time. The patient is a female. She has a primary disease, and the valve was implanted due to congenital hydrocephalus. The score of csf protein was unknown. No permeation of blood or debris to the cerebrospinal fluid was confirmed. No further information was provided by the hospital. The product will be returned to your site.